Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an interventional procedure involving the right common iliac artery, an advance 18 lp low profile balloon catheter ruptured. The lesion was reportedly eighty percent occluded and calcified. The balloon was inflated one time to twelve atmospheres, for approximately fifteen seconds, within a cook stent that had been placed; however, the balloon ruptured and blood was noted in the inflation device. The balloon was not used to deliver the stent. A new balloon was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.